Event description:
According to the reporter on (B)(6) 2024, a patient underwent a tension-free repair of a right inguinal hernia, during which four fixators and staples were implanted. On (B)(6) 2024, the patient was re-admitted with abdominal pain and a color doppler ultrasound revealed a dark fluid area in the groin, leading to a diagnosis of a painful seroma suspected to be associated with the fixator insertion site. The patient received symptomatic treatment including anti-infection therapy and fluid infusion, resulting in improvement of the condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.